Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The blood glucose level was 441 mg/dl. Current blood glucose level of customer was 160 mg/dl. Customer had variety of blood glucose level including 175mg/dl, 154mg/dl after 27g carb insulin pump gave them 3.9units. Customer ate thin slice of bread, after calibration it showed 441mg/dl. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was active at the time of incident. The sensor had sensor updating and change sensor alert. Customer had irritation at the site of insertion. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.